Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging unusual issue. The reporter alleged that when strip is inserted, blacklight flashes, pc comes up, and then display turns black with an hourglass. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (08/22/2013)-device evaluation: the analysis of the subject meter was completed on 08/19/2013 by lifescan product analysis with the following findings: the reported complaint was confirmed during investigation. The analysis found that ram ic105 was defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.